Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable neurostimulator (ins) went into overdischarge once. There were no patient symptoms reported. Additional information received from a manufacturer's representative (rep) stated that the patient was non-compliant and was not charging his battery, so the physician has decided to explant the device. The patient was implanted for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.